Manufacturer narrative:
Approximate age of device - 2 years. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient exprience multiple no external power alarms. ¿no external power¿ alarms. The log file captured no external power events on (B)(6) 2019, these are due to the mpu ac power cord coming loose at the mpu or ac wall outlet. At the time of the event the the pump was operated by the system controller's ebb. No further information was provided.

Manufacturer narrative:
Investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The log file contained approximately 9 days of data 30dec2018 ¿ 08jan2019 per the timestamp). The log file recorded no external power events on (B)(6) 2019 at 12:39 and 13:09; additional no external power events captured on (B)(6) 2019 at 08:18 and 08:25 are investigated under (B)(4). The no external power events were due to momentary losses of power from the mpu that were stated to be caused by the patient's nephew unplugging the mpu. The system controller backup battery supplied power to the system during the losses of external power. No other notable events involving the mpu occurred throughout the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Several additional no external power events are investigated under (B)(4). The customer reported that the patient has the locking ac power cord for the mpu. Additional information provided indicated that the root cause of the reported event was the patient¿s nephew unplugging the mpu; the mpu was stated to function as intended. The log file did not indicate any issues with the mpu. No further information was provided. The manufacturer is closing the file on this event.